Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor sn 07013552 for an unrelated issue, a reportable problem was discovered. The monitor was not producing a driven ground ECG signal.